Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278300, expiration date 09/30/2015). Reference medwatch report with (B)(6) for the suspect device used in the aviva system.

Event description:
Customer received a result of 320 mg/dl on the mobile system, and a result of 125 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.